Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up mode. Reprogramming and reinterrogating were unsuccessful in taking the device out of back-up mode.